Manufacturer narrative:
H10: h3, h6: the device was intended for use in treatment and the user found that the camera error dialog box appeared indicating an issue with infrared light on camera. Light on far right of camera was orange and blinking. The device was not returned but the case log files were returned for evaluation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. Based on investigation, the user error root cause has been eliminated as the cause of the complaint. The investigation confirmed there was a relationship established between the reported event and the device. Review of log files collected by the user found that this is an illuminator hardware fault. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The camera was sent to the OEM for repair. The malfunction is most probably due to supplier / raw material fault. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a surgeon training lab, upon case start, camera error dialog box appeared. It indicated an issue with infrared light on camera. Light on far right of camera was orange and blinking. Error was dismissed and continued with surgeon training. The investigation confirmed there was a problem with the led illuminator.